Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple shocks for supraventricular tachycardia (svt). It was further reported that the device had held therapy until the rate had exceeded the svt limit. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received from the clinic reported that the patient is deceased. The patient is reported to have died at home.the date of death and any information related to the death were not known. Attempts to obtain additional information from the implanting physician and the primary physician related to the cause of death were unsuccessful. (B)(4).